Manufacturer narrative:
The device was subjected to electrical/mechanical function testing, and battery discharge analysis. Normal pacer operation was observed. The battery is partially depleted-normal.

Event description:
The reporter indicated that: 1) the patient had syncope associated with bradycardia during a head-up tilt in which a temporary pacemaker prevented symptoms on a second provocative test, and 2) a pulse generator replacement for the device which had reached end-of-life or a telemetered elective replacement indicator. In addition, medtronic 4004 lead was capped and retained in the pocket.